Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a trident hemispherical cluster 52mm was reported. The event was confirmed. The returned device was unremarkable, the device showed signs of implantation and explantation. Material analysis found no evidence of material or manufacturing defects on the component. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. Review of the provided medical records noted two documented falls approximately six and fifteen months post-op respectively. Review of the documents by a clinical consultant noted, "x-rays demonstrate vertical position, lucencies in zones ii and iii, and possible undersized cup". The root cause of the reported event is determined to be related to initial component sizing compounded with patient trauma shortly post-op.

Event description:
It was stated by the surgeon that the patient was developing pain in the hip that was operated on in 2012. The surgeon decided to perform revision tha surgery on (B)(6) 2014. It was discovered by the surgeon during the revision surgery that the acetabular cup was loose. The cup, liner, screws, and head were removed and replaced with a revision cup, screws, liner, and head.

Event description:
It was stated by the surgeon that the patient was developing pain in the hip that was operated on in 2012. The surgeon decided to perform revision tha surgery on (B)(6) 2014. It was discovered by the surgeon during the revision surgery that the acetabular cup was loose. The cup, liner, screws, and head were removed and replaced with a revision cup, screws, liner, and head.